Event description:
I had the essure procedure in (B)(6) 2012. Since then I have had severe abdominal swelling to the extremities of looking 6-7 months pregnant. Naturally, I am a petite (B)(6) frame. I am having abdominal pains and cramps and also sensations that feel like contractions. I have extreme fatigue since having the essure coils inserted and I feel sick. Also weight gain and even hair loss have occurred.